Manufacturer narrative:
Initial reporter alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified two curved openings and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported a right side rupture discovered at surgery. The device has been explanted and replaced.